Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The implant was not doing anything for her and there was no change in her therapy. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported by the patient that the implant had never worked. The patient also stated they thought their bladder may have fallen; the patient wears heavy thick depends and every day the overnight pad had to be changed 2-3 times. The patient thought their bladder fell because when they would get up to go to the bathroom upstairs, they empty their bladder the moment their feet hit the floor and the patient stands up. By the time they get upstairs they have nothing left, and the patient stated they have to lean over and push so the urine doesn't stay in and cause infection. The patient noted they can't go above 5.60 because it hurts so bad, and was not sure if bladder fell but when they talk to their friends they think it may have fallen. The patient had never changed programs but would talk to their healthcare provider (hcp) at the next appointment, and mentioned a problem one month ago where it was too high. If additional information is received, a follow-up report will be submitted.